Manufacturer narrative:
Device 1 of 3 (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user's wife reported that the moldable center of 3 out of 10 wafers swelled to the point of covering the stoma and adhered to it. When end user's wife tried to remove the wafer, it caused bleeding on the surface of the stoma. Bleeding was minimal and stopped shortly. Any cuts to the surface of stoma were not visualized. The end user continued to use the product. Reportedly, he had used these wafers for past several years with normal wear time of 4 days. No photo is available at this time.